Manufacturer narrative:
The sample was collected in lithium heparin plasma gel tubes of 12 x 75mm, and centrifuged at 8000 rpm for 3 minutes. No event log messages or system flags were associated with this event. Service was not dispatched because the customer would be using their in-house biomed engineer. The biomed engineer did not identify any hardware issues with the instrument. No definitive root cause could be determined for this event.

Event description:
A customer contacted beckman coulter, inc. (Bci) in regards to a non-reproducible false positive troponin (accutni) result generated by access 2 immunoassay system for one patient's sample. The result was not reported out of the laboratory. Repeat analysis produced a result within the normal reference rage. The results are shown. There was no report of death, injury, serious medical deterioration, or inappropriate medical treatment connected to this event.